Event description:
It was reported that after initially deploying a stent into the proximal right coronary artery, a second and more distal lesion was identified in the MDR right coronary artery. The attempt to cross the newly deployed stent with a second stent, contrary to instructions for use, was met with resistance. The stent was noted to separate at the location of the newly implanted stent. A snare was used to retrieve the separated stent. It was unclear whether the deployed stent had been removed with the retrieved stent. Two add'l stents were deployed, one in the proximal right coronary artery and one in the mid right coronary artery. Reportedly, no pt injury was reported.